Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Microscopic and tactile examination found no irregularities or defects in the distal shaft/hypotube. Microscopic examination revealed complete separation of the shaft/collar. Microscopic examination presented revealed the ptfe was completely pulled out from the collar. Microscopic examination revealed the tip of the device was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 145, 5-in-6 guidezilla¿ guide extension catheter was used to help treat the target lesion. During percutaneous coronary intervention (pci) procedure, the guidezilla¿ guide extension catheter distal segment was fractured/broken. The physician then removed the broken guidezilla¿ guide extension catheter and replaced the device with another guidezilla¿ guide extension catheter to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 145, 5-in-6 guidezilla¿ guide extension catheter was used to help treat the target lesion. During percutaneous coronary intervention (pci) procedure, the guidezilla¿ guide extension catheter distal segment was fractured/broken. The physician then removed the broken guidezilla¿ guide extension catheter and replaced the device with another guidezilla¿ guide extension catheter to complete the procedure. No patient complications were reported and the patient's status is stable.